Event description:
Using bausch and lomb (B)(6), the product (12 oz bottle) once half used, the neutralizing disc no longer works properly causing extreme eye irritation and burning of the eyes upon insertion of contacts. The contacts are very hard to remove during this condition causing burning for longer time. Upon looking throughout consumer complaint sites. I find this problem becoming widespread.